Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was able to charge the ins yesterday but now programmer shows ins is low and patient is unable to charge the ins. Manufacturer representative was called and they tried to help the patient but issue could not be resolved. Recharger is on screen 89 and dots on the screen spin and light up but the controller doesn't go past screen 89. Family/friend was advised to unplug the recharger, take the battery out and back in and then try charging ins again. Caller reported they get screen 89 and dots keep spinning. No symptoms were reported at this time. No further complications reported and/or anticipated at this time.